Event description:
The pt stated that in 2007, she did not feel well and had no energy. She stated that her insulin cartridge was empty and she was too tired to change it. She then fell asleep and went into a "coma." She was found by medical personnel at the facility were she was staying and she was taken to the hospital the following day. Her blood glucose measured 55 mmol/ (990 mg/dl) and her infusion device was in the stop mode. The pt is scheduled to be released from the hospital twelve days later. No further info is available. The infusion device was requested to be returned for evaluation .

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplement report.